Event description:
It was reported that the device would lock up upon powering the device on. The device would not get past the start up screen and wold display its service indicator. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed pcb assemblies were further evaluated and the cause of the reported failure was determined to be a thermally sensitive integrated circuit chip, designator u2 from the user interface pcb assembly. When u2 was heated, normal operation was observed.